Event description:
It was reported to olympus, that the evis lucera elite gastrointestinal videoscope had an issue with reprocessing. It was noted that the endoscope reprocessor overheated and caused a burning smell. It was noted that there was a hole in the binding part of the detergent tube closest to the washing tank. The reprocessor was operated while liquid was leaking from there. There were no reports of patient harm associated with this event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it was not possible to provide a probable cause as the issue was not with the scope. A definitive root cause of the error could not be identified. This issue is addressed in the instructions for use (IFU): not applicable as the defect was not due to the scope. Olympus will continue to monitor the field performance of this device.